Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device posted the device failure 99.0480 while in use. Thus, the customer replaced the device. No patient injury reported.

Manufacturer narrative:
The provided log files were analyzed. The reported error code could be confirmed and indicates that a temporary deviation at a display element was detected and caused a software-controlled restart of the device in order to restore a valid data base, as specified for this kind of deviation. In this case the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds the savina continued ventilation with the latest settings. No patient consequences have been reported. The device behaved as specified and restarted in order to solve the problem.

Event description:
Please see initial-report.